Event description:
It was reported that the touchscreen of the pump was unresponsive. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted a pump reset following instructions from technical support, but the issue persisted with a failure in the testing process. Customer reverted to an alternate method of insulin therapy.